Manufacturer narrative:
Date of event is estimated. Patient's weight unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126807.

Event description:
It was reported that the patient has a history of seizures and when stimulation was on patient had a seizure. When stimulation was off for a period of time and the seizures would stop. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue. Note : it is unknown which lead is related to this issue.